Event description:
It was reported that pump experienced malfunction alarm labeled malf 6, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require third-party assistance. Customer was assisted by technical support with resetting pump using provided instructions, after which malfunction did not recur and customer was advised to continue using pump and to call back if issue returned.